Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, patient was revised due to prosthesis dislocation. Components not revised: cotyle "anca" avec trous a/revet. Hap 60 ppr67260 lot s03100100a. Insert ceram "anca fit?" 28/48 60-62-64-66/28 al2.o3 b. Forte ppr67514 lot s01103512.